Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. Cystoscopy revealed there was a small opening where the urethra had not coapted. The cuff was explanted and replaced. No further patient complications reported.